Manufacturer narrative:
Omit : c040103 - network communication problem, d15 - cause not established additional information : imdrf annex c, d codes, remedial action required and remedial action #.

Event description:
It was reported that multiple pc units did not connect to network. The customer further reported that device showing "communication error" message. Customer stated that infusions stopped running as a result of the communication error. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that multiple pc units did not connect to network. The customer further reported that device showing "communication error" message. Customer stated that infusions stopped running as a result of the communication error. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that multiple pc units did not connect to network. The customer further reported that device showing "communication error" message. Customer stated that infusions stopped running as a result of the communication error. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that multiple pc units did not connect to network. The customer further reported that device showing "communication error" message. Customer stated that infusions stopped running as a result of the communication error. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of a communication error was confirmed in the pump module event log. The communication error was the result of a system malfunction with the pcu. The system malfunction was identified as an error code 800.8000.0 (general os failure). The system malfunction 800.8000.0, although not replicated, is the result of a hospital network misconfiguration. A thorough review of the pcu event and error logs could not identify an event or sequence of events that led to the system malfunction. The pump module event logs recorded user interactions with the device such as ¿channel off¿ and alarms which included ¿door open¿ and ¿check IV set¿ which suggests the pump modules were infusing after the system malfunction. Bd software engineering¿s review of the pcu device logs found that at the time of the system failure, the pcu¿s had lost network communication and was attempting to re-establish communication. Bd software engineering identified a memory leak. Once the network is misconfigured, the pcu repeatedly attempts to re-authenticate, allocating memory blocks that are inadvertently never released. Over time, this builds up a memory shortage on the pcu. Eventually, the pcu runs out of memory and triggers the system error. Bd software engineering has opened tracker (B)(4) to further investigate the software anomaly. The pcu is designed and tested to operate normally while they are disconnected from the network for extended periods for scenarios such as no wireless coverage, weak signals, or system manager unavailable. The customer confirmed a network issue occurred within the time of the pcu system failure. The customer stated that a wireless controller had been misconfigured which resulted in the pcu trying to connect to a vlan that didn¿t exist. A request was made for specific information regarding the misconfiguration of the wireless controller. The facility has not yet provided that information. The wireless controller configuration has been corrected by the hospital and there has been no further reports of the pcu and communications errors. There were no devices returned for this investigation. Therefore, no inspection or testing could be performed on the reported suspect pcus. Two systems were provided for complaint investigations (B)(4) and (B)(4). The systems exhibited the same system failure that was reported for this investigation. Testing that was performed on the returned devices failed to produce a system failure 800.8000.0 (general os failure). Root cause: the root cause of the reported communication error was the result of an error code 800.8000.0 (general os failure). The root cause of the 800.8000.0 (general os failure) is being attributed to a memory leak as the result of a hospital network misconfiguration. Once the network misconfiguration occurs, the pcu repeatedly attempts to re-authenticate, allocating memory blocks that are inadvertently never released. Over time, this builds up memory shortage on the pcu. Eventually, the pcu runs out of memory and triggers the system error. Tracker 17918 was opened to further investigate the software anomaly. The report that the pump stopped infusing could not be definitively determined; however, the user interaction with infusing devices suggests the devices were infusing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that multiple pc units did not connect to network. The customer further reported that device showing "communication error" message. Customer stated that infusions stopped running as a result of the communication error. There was patient involvement but no harm.